Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. At the time of device activation on 20-jul-2022 in situ measurements showed two affected channels. An x-ray is planned. Re-implantation is considered but has not been scheduled yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
Hearing performance with the device was affected. At the time of device activation on (B)(6) 2022 in situ measurements showed two affected channels. An x-ray was planned. Re-implantation is considered but has not been scheduled yet.